Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 - health effect - clinical code -2681 - tissue breakdown.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced severe headache, dizziness, weakness, sweating, nausea and vomiting. The patient was unable to recall her cgm value at the time and was also unable to perform a bg check due to feeling like she was about to pass out. The patient called 911, upon arrival, paramedics checked her bg, and it was 378 mg/dl while the cgm was 258 mg/dl. Paramedics treated the patient with intravenous (IV) medications for her nausea, vomiting and other symptoms; paramedics also performed an electrocardiogram. The patient was taken to the hospital where multiple laboratory tests were performed and was diagnosed with diabetic ketoacidosis. The patient also reported that they administered IV insulin and multiple different IV bag fluids to her. At an unspecified time while in the hospital, the bg meter reading was 280 mg/dl and the dexcom device reading was 350 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was still admitted at the hospital and reported that she was feeling better and awaiting discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, there was a glucose comparison performed, and it was reported to fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.